Event description:
It was reported the patient presented to clinic with the device indicating it had reached it's elective replacement indicator (eri). A review of the device history revealed the previous device interrogation did not indicate the device was nearing eri. The device was reprogrammed to 2.5v and 0.5 ms and the session was ended. On reinterrogation, the device was shown to have returned to max output settings. As the patient is pacing dependent, the patient was admitted immediately to await a device replacement. It was further reported that the device went to eri before expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the us. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported the patient presented to clinic with the device indicating it had reached it's estimated replacement indicator (eri). A review of the device history revealed the previous device interrogation did not indicate the device was nearing eri. The device was reprogrammed to 2.5v and 0.5 ms and the session was ended. On reinterrogation, the device was shown to have returned to eri settings as the patient is 100 percent pacing dependent, he was admitted immediately to await a device replacement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary for (B)(4): analysis of the device revealed normal battery depletion.